Event description:
It was reported that during an unspecified treatment procedure, a break occurred. The heavily calcified target lesion was located in the left superficial femoral artery (sfa). During the procedure at an unspecified time, a 4.0 x 150, 135cm mustang¿ balloon catheter "hit calcium and broke" in the left sfa. The device was removed and the physician "went in with a 60 balloon length and was successful." No patient complications were reported and the patient's status is listed as ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).